Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the unspecified instrument broke, with shards coming off of the shaft inside of the patient. An intuitive surgical, inc. (Isi) technical support engineer (tse) attempted to walk the customer through removing the instrument, but it was stuck in the trocar. The tse recommended the customer return the broken instrument and trocar to prevent further damage and possible injury. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details were received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that an unspecified instrument broke into the patient, an investigation is in progress to determine the cause of this reported event. The technical support engineer (tse) recommended that the customer return the broken instrument and trocar to prevent further damage. No product has been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This is a reportable malfunction and adverse event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur.